Event description:
Under endoscopic and fluoroscopic guidance, after several attempts, the deployment and implantation of the stent failed. A new unit was substituted, successfully implanting the stent without complications for the patient. Was the product inspected for damage before use? (Kinks etc) yes. What was the target location? Common bile duct. What was the procedure being performed? Ercp (endoscopic retrograde cholangiopancreatography). Details of the wire guide used (diameter)? 0.035". Was the wire guide inspected for damage before use? Yes, new product was the zip port facing upwards and slightly curved when backloading the wire guide? No what endoscope type and channel size was used? Olympus 190, channel 4.2 mm. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy) n/a. What was the length and diameter of the stricture? Length 50-60 mm, diameter 8 mm was the stricture dilated before stent placement? No. Was an assessment carried out to determine to necessity for pre-dilation? Not necessary, stenosis passable. Was the safety wire removed? If yes, at what point was it removed (before or after point of no return was passed). Yes, if he retired, at the moment of passing the point of no return. As indicated by the IFU. Was resistance encountered when advancing the delivery system to the target location? No. What was the position of the elevator during advancement? During the crossover negotiation, top-down movements were made. What was the position of the elevator during attempted deployment? Below. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? No. Did any part of the stent contact the patient's anatomy when the complaint occurred? No. Were any other defects (other than the complaint issue) observed on the device? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.